Manufacturer narrative:
Additional suspect medical device components involved in the event. Product family scs-linear leads; upn: m365sc2366700; model: sc-2366-70; serial/lot: (B)(4); batch 19728572.

Event description:
It was reported that the patient was experiencing irritation and discomfort at the lead site, had a low grade infection, and one lead had eroded through the skin. The patient is implanted with two leads, and it is not known which lead eroded. The physician assessed that the reason the lead eroded was because the patient was immunocompromised. The patient had an ongoing issue with infection, therefore it is highly likely that the issue with the lead eroding through the skin could present again in the future. The patient underwent a revision procedure in which the lead was re-buried in the same location, and the patient was administered antibiotics. No devices were implanted or explanted. The patient was doing fine post-operatively.